Event description:
Customer reports: there are issues with the needle not being properly attached to the hub. They must tighten each one that they open to avoid a possible needle stick or a needle falling off during a procedure. Additional information provided on 11/11/22 stated that there were no patient injuries because the needle is not used on patients. The lab techs use them to get the blood samples out of the blood culture bottles to plate for microbiology. There was a tech that was scratched with one of the needles when it fell off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) was completed and indicated no discrepancies. There were 20 samples received for evaluation. All 20 samples have been tested with a gauge and were found to be in conformity. After screwing the needle into the syringe, a simulation test has been performed by withdrawing water from a vial and simulating ejection and puncture of an injection simulation bearing. The results were that none of the needles detached therefore we unable to confirm the reported condition. Based on good clinical practice, the end user should make sure the needle is attached tightly to the syringe before use. There is no evidence of a trend therefore no immediate corrective action is required, and no corrective actions are planned. The supplier will continue to monitor the product for reoccurrence.